Event description:
Non-integration. The implants did not integrate into the bone, and there were no complications otherwise; the implant just came out of the bone with no effort.

Event description:
Non-integration. The implants did not integrate into the bone, and there were no complications otherwise; the implant just came out of the bone with no effort.